Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) alleging a battery charge issue with her onetouch verio iq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the battery charge issue with the meter started on (B)(6) 2016, when the meter did not turn on. She claimed that the meter is "fully charged but is dead when trying to use it". The patient manages her diabetes with a combination of medications including lantus and humalog insulin and bydureon injections. She reported that on (B)(6) and (B)(6), she administered an increased dose of (B)(4) extra units of humalog. She also reported that on (B)(6) 2016, she developed symptoms of "headache [and] tired". She denied receiving any additional treatment for her symptoms. During troubleshooting, the cca noted that the patient was not using the meter for the first time and from the information provided, there had been no misuse of the product. The patient was using the correct test strips. The patient did not notice the battery indicator or message per labeling appear prior to the meter not turning on. She was unable to perform a rapid charge. The meter did not turn on when a test strip was inserted per owner's manual or when the power button was pressed for at least 10 seconds. Based on the information provided, the cca's assessment was that there was an issue with the meter. Replacement products were sent to the patient. Based on the information provided, there is no indication the battery charge issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the "ok" and "up" buttons on the meter were found to not be functioning correctly. The meter has been passed on for further investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.